Manufacturer narrative:
(B)(4). The allegation of lead migration cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
Patient has been implanted with three drg leads of the same lot number. It was reported that the patient¿s three implanted drg leads had migrated, following an unrelated shoulder replacement surgery. All three leads were removed and replaced with that same drg lead model, and connected to the original ipg battery. No further issues were reported.